Event description:
I had read the alert on the bausch and lomb recall of their moistureloc products, and wanted to report that I had a similar problem with amo's complete moisture plus. While this did not progress into a fungal keratitis, it was a serious bacterial infection that" over a month" to fully clear up. In the end I tied the infection to my contact solution. I figured that it did not have enough bacterial fighting agents in the solution, which is why the infection continued to come back. Once I switched from a mositure lock solution back to -bausch and lomb- no rub solution I had no additional problems. I am not sure if this is relevant to your investigation, but this announcement immediately gave me piece of mind about my experience and I wanted to share any info that might be relevant.